Manufacturer narrative:
510k: this report is for an unknown screws: locking unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021. The patient underwent removal of one titanium cannulated tibial nail, two dual-core screws, twelve locking screws, one ti end cap, and one tomofix p tibial head plate due infection. The procedure was successfully completed. The patient outcome is unknown. This report involves one unknown screws: locking. This is report 4 of 7 for (B)(4). This complaint, (B)(4). Is related to (B)(4).